Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as tape not sticking due to part of the adhesive tape on the quick release base does not stick and falls off.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.